Event description:
It was reported that the right monitor on the 9600+ system is not working. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failures could not be duplicated. However, during the investigation noticed image problems. Identified the need to replace the image processor pcb. Image processor replaced. The system was tested and found to be working as intended and placed back into service.